Event description:
It was reported that the tandem-provided charging supplies sparked. There was no adverse impact to the customer's blood glucose level. Replacement charging supplies were sent to the customer to address the issue and customer continued using the pump for insulin therapy.